Event description:
It was reported that there were concerns of premature battery depletion (pbd) for the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the battery had depleted 20% within a month. The physician inquired if the device should be changed out. Technical services (ts) noted that data files will need to be obtained to determine if the device would need to replaced. The device remains in service. No additional information regarding the patient, product, or facility were given during the call. No adverse patient effects were reported.